Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis it was reported that the mitraclip procedure was to treat degenerative mitral regurgitation with an mr grade of 4. The patients mean pressure gradient (mpg) was 5mmhg. The first clip was attempted, but the mpg increased to 17mmhg, so the clip was not implanted and was removed without issue. After the clip was removed the pressure gradient returned to 5mmhg. A new nt clip was advanced and the leaflets were grasped without issue. The clip was deployed. This time the mean pressure gradient increased to 9mmhg. Mr was reduced to 3. The patient remains stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. The reported patient effect of mitral valve stenosis as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a definitive cause for mitral stenosis in this incident. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures there is no indication of a product quality issue with respect to manufacture, design or labeling.